Event description:
Information was received indicating that this ambulatory infusion pump exhibited a cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that there was damage to the air detector cover. No adverse patient effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information was received that there was no patient involvement.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be missing the air detector cover. "Wrong cassette" messages were found in the event history log. The reported issue could not be duplicated during testing. Fluid ingression was found on the downstream occlusion sensor, and the pump's air detector cover was missing. A definitive root cause could not be determined.